Event description:
It was reported that the patient experienced incontinence, and a surgical procedure was performed to correct a bilateral proximal perforation. In this procedure, the cylinders and balloon were replaced with shorter ones. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was under a surgical procedure to correct a bilateral proximal perforation. In this procedure, the cylinders and rear tip extenders were replaced with shorter ones. There were no further patient complications.

Manufacturer narrative:
Correction to b5: describe event or problem. Correction to h6: patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of perforation is a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.